Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient presented to clinic after receiving inappropriate atp therapy and an inappropriate shock. Programming changes were recommended.